Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient had never turned on their stimulation due to lead location. It was noted that the leads were originally placed incorrectly in the dura. The hcp had since tried 4 times to reposition the leads, but had been unsuccessful. They were planning on placing a paddle lead in the future. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.